Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the outer insulation was ruptured. The proximal conductor of the lead became distorted while in vivo. The analyst noted that visual inspection found the outer insulation breached at the location of the conductor kinked. The insulation breached that allows blood ingress along lead length, on the proximal conductor. According to the analysis results and the reported indicated in the event, these leads us to conclude that the conductor distortion and the insulation breached was occurred due to twiddle's syndrome and that contribute to the electrical complaints. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of medical devices: ddmb1d4 ICD implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the the patient has twiddler's syndrome and twiddled the right atrial (ra) lead and right ventricular (rv) lead in the pocket. The leads exhibited no sensing. The device was programmed off and the system was later explanted. No further patient complications have been reported as a result of this event.